Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The promus premier 4.00x32mm stent was successfully deployed in the mid left anterior descending artery (lad) at 11atms; it was noted that the stent was well positioned and apposed. A second balloon inflation was performed with the stent delivery balloon at 18atms; however, after the second balloon inflation it was noted that there was a ¿defect¿ in the middle of the stent. Angiogram taken after the second inflation showed that there was a perforation of the vessel in the area of the stent defect. The stent delivery balloon was then inflated to 2atms for several minutes in an attempt to seal the perforation. A 4.0x16mm non bsc covered stent was then implanted to seal the perforation. The procedure was completed and the patient was admitted for overnight observation and was later discharged. No additional patient complications were reported.